Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Middle top part remained inside me... Stuck inside my body- vagina [foreign body in reproductive tract] unusual smell vaginal [vaginal odour] leak guard braid that is used to attach the absorbent core and the string of the tampon detached [device breakage] string of tampon detached while removing... Middle top part remained inside me [complication of device removal] case narrative: consumer reported via phone that the tampon string detached during removal. No serious injury was reported.

Event description:
Middle top part remained inside me. Stuck inside my body- vagina [foreign body in reproductive tract]. Unusual smell vaginal [vaginal odour] . Leak guard braid that is used to attach the absorbent core and the string of the tampon detached [device breakage]. String of tampon detached while removing... Middle top part remained inside me [complication of device removal]. Case narrative: consumer reported via phone that the tampon string detached during removal. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.